Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that patient experienced headache for 1-2 days. Patient was instructed to lay flat.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000171561.

Event description:
It was reported that during a lead replacement procedure on (B)(6) 2025 (related manufacturer reference number: 3006705815-2025-04623 and 3006705815-2025-04624) scar tissue did not allow advancing the leads. The patient experienced a dura puncture/ cerebrospinal fluid (csf) leakage. As such, the procedure was abandoned. A blood patch was performed to address the issue. Patient experience some patient symptom that has resolved now.investigation was unable to determine which of the leads attributed to the issue.